Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl and they were "unresponsive". Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer called 911 and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer updated their settings to address the event.